Event description:
It was reported that the pt states that he is experiencing discomfort, soreness, and little pain. Pt's surgeon is scheduling him for a MRI within the upcoming week.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if rec'd, will be provided in a supplemental report.